Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 -10.5/0.5/137 (sphere/cylinder/axis) implantable collamer lens into the patients righteye (od) on (B)(6)2021. On (B)(6) 2023 the lens was replaced with a longer length lens due to low vaulting. The problem resolved. The cause of the event was unknown.